Manufacturer narrative:
Initial.

Event description:
It was reported that after eating a larger-than-usual pancake breakfast at a diner while using the ilet, the user¿s glucose rose to approximately 401 mg/dl with ¿high¿ displayed for over 90 minutes, followed by a subsequent low; the user had changed the infusion set the prior day and reported no unusual alerts. Symptoms included hyperglycemia. Outcomes included insufficient information regarding impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a medical device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.